Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had episodes of noise. The patient was asymptomatic. Patient is not pacing dependent in the atria, so no programming changes were made. Patient was stable.